Manufacturer narrative:
Pci was performed on a 90% de novo lesion in the 1st diagonal that was calcified and moderately tortuous. A bare metal stent (bms) was previously implanted in the mid lad but details of the procedure are unknown. The lesion was pre-dilated with a 2.5x15mm lacrosse balloon, however there was difficulty crossing the balloon across the calcification at the distal end of the previously implanted stent to the proximal end of the target lesion. The physician managed to deliver the balloon passed the target lesion, and pre-dilation was conducted. Then the 2.5x18mm cypher was being delivered it due to the target lesion. However, the physician had trouble delivering it due to vessel's calcification. The physician pushed the cypher back and forth and when the physician pulled the cypher back a little at the distal end of the implanted stent, the stent dislodged from the sds. The dislodged stent was retrieved with a gooseneck snare. In order to treat the lesion, 5 in 6 technique was conducted, and an additional wire was inserted. Then additional pre-dilation with a lacrosse 2.5x15mm balloon was conducted and a 2.5x16mm taxus stent was implanted. It took approximately 30 minutes to retrieve the dislodged stent. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. There was another lesion found at in the av, and so it was treated by conducting poba with a balloon (ikazuchi10). Please note that this device is not distributed in the united states. However, it is a drug-eluting stent that is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt.

Event description:
During pci of a lesion in the 1st diagonal, the stent dislodged from the stent delivery system (sds) and was retrieved with a gooseneck snare.